Manufacturer narrative:
Device evaluated by MFR: a promus select ous mr 28 x 2.50 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. Proximal stent damage was noted with struts pulled distally and bunched leaving a portion of 5 mm of the proximal balloon body exposed. The undamaged crimped stent outer diameter was measured and the result is within maximum crimped stent profile measurement. Stent damage most likely occurred when the struts were caught on calcification during withdrawal attempts. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force that could have been applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner extrusion found no issues with the extrusion shaft. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 30-dec-2020. It was reported that crossing difficulties were encountered. The de novo target lesion was located in the left circumflex artery. Pre-dilatation was performed with 1.5x12 and 2x12 semi-compliant balloon catheters at nominal pressure. A 28 x 2.50 promus premier select drug-eluting stent was then advanced but failed to cross the lesion due to calcification and significant bend involved. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.